Event description:
The reporter contacted animas on (B)(6) 2012 alleging, the patient experienced low blood glucose (bg) of 44 mg/dl the morning of (B)(6) 2012 and had confusion and hunger. The reporter stated, the low bg was treated with juice consumption with resultant bg of 100 mg/dl. The reporter made no allegation against the pump or the infusion set/site in relationship to the patient's low bg and declined to troubleshoot the pump for the cause of the low bg. This complaint is being reported because the patient experienced low bg while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display screen is discolored with a pinkish contrast. Removed pump cover and replaced pink display with test display. The test screen is fully functional and is fully illuminated with no visible signs of discoloration. The black box begins on (B)(4) 2013. The black box data and history for the event on (B)(4) 2012 have been overwritten due to continued use of the pump. No alarms outside the range of normal patient use observed in available pump history. The boluses and basal add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used. Pump successfully passed a 29hr flow accuracy test. Pump found to be operating within required specifications and delivering accurately. No alarms occurred during testing.